Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was failing to extend even with the use of the helix locking tool. After over-rotating the helix, the helix extended but wasn't able to attach to tissue. The rv lead was explanted and replaced to resolve event. The patient was stable.